Manufacturer narrative:
Analysis of the system software indicated the software functioned as designed. It was indicated the issue resolved after the spheres were cleaned a second time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue couldn't be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a 4 to 5 millimeter imprecision was observed following the removal and re-attachment of the reference frame. It was noted that the frame was removed after the placement of all screws. It was reported that the reference frame only had three of four spheres were visible but still tracking. The spheres were cleaned to restore visibility and tracking to all four spheres. Additionally, a second cleaning of the spheres were performed, the site re-verified a passive planar probe and suretrak instrument to continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.